Event description:
It was reported that the device's guided restore attempts had failed. Additional information received on the event suggests pt had loss of conscienceness some time surrounding the event. Device was removed from service. No further patient complications have been reported as a result of this event